Event description:
Reporter noted shower of small metal fragments in the anterior chamber, towards the end of phaco. Unable to aspirate all fragments out of eye, some remain embedded in iris. Felt particles came from handpiece.